Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Age at time of event: 52 years. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed opening on anterior side observed red particles in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: no other observation observed. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.